Event description:
The complainant reported that a therapeutic ultraflex single use covered trachiobronchial stent was performed on a pomeranian dog (age and weight unknown) with a diagnosis of trachial malacia. The complainant reported that the trachiobranchial stent was not deployed due to the suture frayed and broke at the distal end of the device. Minimal torque was reported noted on the guidewire and due to attempted placement. The procedure was aborted due to lack of another device. The patient condition is reported as good.

Manufacturer narrative:
The complainant has returned the device to this manufacturer for evaluation; but an evaluation has not yet been performed; therefore, a failure analysis is not yet available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence . We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures. Dated filed: 16 august 2006.